Event description:
(B)(4).

Manufacturer narrative:
The device was received by resmed france technical service and a preliminary evaluation was performed. The evaluation was not able to reproduce the customer issue. (B)(4).